Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During the procedure, a pericardial effusion occurred. Following a difficult transseptal puncture, the coronary sinus catheter was inserted in order to map the left atrium. After a few seconds of use, the catheter would not deflect as intended. The catheter was replaced and the procedure was continued. After mapping the left atrium, the patient became hypotensive. Ultrasound confirmed a pericardial effusion. A pericardiocentesis was performed to stabilize the patient and the procedure was discontinued. The physician alleged the effusion occurred during transseptal puncture.